Manufacturer narrative:
H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the sipap ventilator shut down on patient. It was also stated that an e50 and an e40 alarm has occurred on the unit. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.